Event description:
MFR reports a transfer set which does not shut off the flow of fluid with the clamp in the closed position. Noted during use. The pt rec'd a transfer set change. No pt injury or medical intervention reported.